Manufacturer narrative:
The device has been evaluated. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. The device was removed from the patient. No patient injury reported.